Event description:
It was reported that a guide wire tip detachment occurred. The target lesion was located in the anterior popliteal artery. During the stenting treatment procedure, a v-14¿ controlwire was selected for use. While probing, the wire formed a loop and during subsequent withdrawal a knot was formed. During removal of the wire via an unspecified 5f lock, the tip of the wire broke. The tip was successfully retrieved with a snare. The procedure was completed with another of the same device. No further patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. A visual examination of the returned device found that the distal tip is partially detached, exposing approximately 1.2cm of the corewire tip. No evidence of corewire fractured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported the anterior popliteal artery was mildly tortuous and moderately calcified. The lesion was predilated before using the v14 control wire causing a residual effect of a 40% stenosed lesion. A slight resistance was felt when pulling the wire back through the sheath (terumo 5f). The distal part of the v14 floated down in the vessel into the poplitea an could be retrieved by a snare very easy. The physician noted that the tip of the wire broke at either the end of the sheath or the valve.

Manufacturer narrative:
Date of birth: 1943. (B)(4).